Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to hyperglycemia on (B)(6) 2019 with blood glucose level was unknown at time of incident. The customer was declined to troubleshooting. The customer was treated with insulin for high blood glucose. Customer was in intensive care unit would be insulin pump related. The insulin pump will be returned for analysis.